Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. However, a different issue was identified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 578 mg/dl. The cause was unknown; however, customer's continuous glucose monitor was not available due to a non-tandem sensor issue. Bg was addressed via a correction bolus. The customer was instructed to consult with healthcare provider regarding bg level.